Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 1340. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.

Manufacturer narrative:
E1: initial reporter phone; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed.